Event description:
Adverse event(s): "black smudges" (vitreous floaters). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgery, she was seeing "black smudges". The consumer reported the smudges were worse when looking into bright lights or when looking at her computer screen. She stated the smudges seem to stay at the bottom of her vision until she started to move her eyes, then the smudges move. The consumer reported a history of hypertension, seasonal allergies, bladder control problems and dry eyes during the winter months (pre-existing). In a follow up, the surgeon reported the pt has a history of fuch's corneal dystrophy and vitreal floaters (pre-existing). He referred the consumer to a retinal specialist. The retinal specialist noted posterior vitreal detachments and weiss rings bilaterally. The retinal specialist felt what the consumer was seeing was most likely vitreal floaters. The surgeon reported he did not feel the iols caused or contributed to the event. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/14/2010, 05/17/2010, 05/21/2010, and 06/07/2010 by phone, fax, and mail. A completed questionnaire was received on (B)(4). (B)(4).